Manufacturer narrative:
This MDR was generated under protocol b10009704. A manufacturing device history report review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Right plunger case was found cracked and battery was not charging. Primary audible background test found in pump event history log. Occlusion test were unable to duplicate the reported problem. The root cause of the reported issue was not found due to being unable to duplicate the reported problem. Pump is over 8 years old. Actions were taken to mitigate the reported issue: replaced speaker. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device was presenting with system failure and primary audible alarm. No patient injury was reported.